Manufacturer narrative:
The MFR is attempting to acquire the device for eval. No additional information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). Approx 13 months post implant, the pt was admitted for a driveline infection. The pt had a surgical revision of the driveline exit site and a wound vac was applied. Additional information was provided by the vad coordinator stating that the pt had aspiration pneumonia, ards and severe septic shock. It was reported that his initial admission was due to the driveline infection which ultimately led to the afore mentioned conditions. The pt's family decided to withdraw care. His aicd was shut off, the pt was extubated and the lvad was disconnected. The pt reportedly expired soon after and the cause of death was reported as being septic shock.